Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist informed that he had to remove the dental implant during its installation surgery because the stability was not achieved. The installation region was 2#, 15 ncm of primary stability was achieved, the patient presented bone quality/quantity (bone type IV) and immediate implant procedure was performed.